Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect system board was returned. The reported malfunction was observed and attributed to a faulty diode on the system board. The customer received a replacement system board to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 109" and "bridge test failed" messages. Complainant indicated that there was no patient involvement in the reported malfunction.